Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized power switching on (B)(6) 2016 with an immediate controller and pump stop. The controller was replaced and the pump restarted. There was no injury to the patient.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4), 1650de, exp. Date: 2016-03-31, mfg. Date: 2016-03-31. (B)(4), 1650de, exp. Date: 2016-03-31, mfg. Date: 2016-03-31. (B)(4), 1650de, exp. Date: 2016-03-31, mfg. Date: 2016-03-31. (B)(4), 1650de, exp. Date: 2016-03-31, mfg. Date: 2016-03-31. (B)(4), 1650de, exp. Date: 2017-02-28, mfg. Date: 2016-02-28. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller (B)(4) and one battery (B)(4) were returned for evaluation. Four batteries (B)(4) were not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that the associated devices (B)(4) met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the controller and battery (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Log file analysis revealed several power switching events due to momentary disconnections involving the following batteries: (B)(4). Log file analysis did not reveal a loss of power on the reported "(B)(6) 2016." However, analysis of the event files revealed a controller power up event with an associated motor start event on (B)(6) 2016 at 23:42:07. Fifteen (15) minutes before the loss of power, the controller was connected to an ac adapter and battery (B)(4), which had 97% remaining charge. Fifteen (15) minutes after the controller power up, the controller was connected to batteries (B)(4). (B)(4) capacities were logged as "202," which indicates that the batteries experienced a temporary disconnection from the controller in the previous fifteen (15) minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that both power sources connected prior to the loss of power were replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) - received 08/04/2016. (B)(4).

Manufacturer narrative:
Controller ((B)(4)) and four batteries ((B)(4).) Were returned for evaluation.  (B)(4) was not returned.  Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that (B)(4) met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold.  Analysis of the controller and batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. Log file analysis revealed several power switching events due to momentary disconnections involving the following batteries: (B)(4). Log file analysis did not reveal a loss of power on the reported "(B)(6) 2016". However, analysis of the event files revealed a controller power up event with an associated motor start event on (B)(6) 2016 at 23:42:07. Fifteen (15) minutes before the loss of power, the controller was connected to an ac adapter and (B)(4), which had 97% remaining charge. Fifteen (15) minutes after the controller power up, the controller was connected to (B)(4). (B)(4) capacities were logged as "202," which indicates that the batteries experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that both power sources connected prior to the loss of power were replaced. Heartware is investigating momentary disconnections. The most likely root cause of the reported event can be attributed to momentary or temporary disconnections between the controller and batteries. The most likely root cause of the reported loss of power can be attributed to a double disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) 1650de exp. Date: 2016-03-31 mfg. Date: 2015-03-02 (B)(4). (B)(4) 1650de exp. Date: 2016-03-31 mfg. Date: 2015-03-02 (B)(4). (B)(4) 1650de exp. Date: 2016-03-31 mfg. Date: 2015-03-31 (B)(4). (B)(4) 1650de exp. Date: 2016-03-31 mfg. Date: 2015-03-12 (B)(4). (B)(4) 1650de exp. Date: 2017-02-28 mfg. Date: 2016-02-04 (B)(4).

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Five batteries ((B)(4)) were not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. Log file analysis revealed several power switching events due to momentary disconnections involving the following batteries: (B)(4). Log file analysis did not reveal a loss of power on the reported "(B)(6) 2016". However, analysis of the event files revealed a controller power up event with an associated motor start event on (B)(6) 2016 at 23:42:07. Fifteen (15) minutes before the loss of power, the controller was connected to an ac adapter and battery ((B)(4)), which had 97% remaining charge. Fifteen (15) minutes after the controller power up, the controller was connected to batteries ((B)(4)). Batteries ((B)(4)) capacities were logged as "202," which indicates that the batteries experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that both power sources connected prior to the loss of power were replaced. Battery - (B)(4) - expiration date: 03/31/2016 - device manufacture date: 03/01/2015, battery - (B)(4) - expiration date: 03/31/2016 - device manufacture date: 03/01/2015, battery - (B)(4) - expiration date: 03/31/2016 - device manufacture date: 03/01/2015, battery - (B)(4) - expiration date: 03/31/2016 - device manufacture date: 03/01/2015, battery - (B)(4) - expiration date: 02/28/2017 - device manufacture date: 02/01/2016. (B)(4).